Event description:
Edwards received notification from a field clinical specialist that during a patient underwent transfemoral tavr with a 23mm s3ur valve. As reported, the 1st 23mm s3ur valve was placed successfully. However, a torn leaflet from pre-existing non-edwards surgical valve was moving retrograde into the new 23mm s3ur valve causing central aortic insufficiency. The team then placed a second 23mm s3ur valve in a higher position and that pushed the flailing leaflet out of the way for a good outcome. The patient was stable and discharged.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.